Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The customer confirmed the device was not reprocessed prior to sending to olympus. They believe the subject device was clogged with glass as the rinse connection broke off in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope cover. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. In addition to foreign objects came out of the distal end, additional evaluation findings are as followed: due to wear of scope cover water tightness was lost, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, due to clogging of auxiliary water inlet of endoscope connector, no water was fed, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, due to burn on plastic distal end cover insulation resistance value at distal end did not meet the standard value, due to a crack on objective lens the image had dark area partially, objective lens had a crack, light guide lens had a crack, connecting tube had a buckling, and due to clogging of jet tube in control unit water could not be supplied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had air/water issues. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: due to clogging of the jet tube, foreign objects came out of distal end. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.